Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue occurred, and the procedure was completed by using the wireless footswitch. The philips field service engineer (fse) confirmed wired footswitch was not working. The customer confirmed that they resolved the issue on their own. The onsite work order was cancelled. The customer successfully resolved the issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch was not working. No harm to the patient or user was reported. Philips has started an investigation of this complaint.